Event description:
The account alleged that the side rail center arm assembly is broken. No pt impact.

Manufacturer narrative:
The account replaced side rail center arm assembly to resolve the issue.